Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.1 prevented the station from powering on. A field service engineer (fse) replaced the 3.1 controller board and the associated module controller, then tested the drawer using the hardware test application (hta), confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system screen went black screen and remote support service (rss) was offline. The customer tried to reboot and recover, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.